Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion around some components located at the top of the back side of electrical board. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with some cracks on the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error image on the screen due to moisture exposure. Customer¿s blood glucose level was unknown. Troubleshooting was performed. No other insulin pump error was displayed before the open book image was displayed on the screen. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.